Manufacturer narrative:
The device was received and evaluation was completed. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation as not recognizing an open door. The device was determined to not meet all product specifications related to the reported event. The unit did not recognize an open door was verified. The cause was determined to be a failed upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize loaded set. There was no patient involvement associated with this event. No additional information is available.